Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery. The customer's blood glucose was not known. The customer stated the insulin pump automatically went into rewind mode. He then disconnected and primed, and received a dead battery alarm, after the battery had been in the insulin pump for one day. The customer stated that after changing the dead battery, the insuln pump appeared to be working fine. During troubleshooting, the custmer stated he did not recall the insulin pump being exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.